Event description:
It was reported that the pump did not detect the cassettes anymore. Different models of cassettes and different lot numbers were tested with the pump. No cassette was detected by the pump. The same cassettes were detected by another pump. Issue did not occur while in use with the patient. No patient injury reported.

Manufacturer narrative:
Protocol number is unknown. No further information has been provided to date. Investigation, including root cause analysis, is in order. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.